Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 3.9; lab: 2.6. Therapeutic range= 2.0-3.0. Patient does have rheumatoid arthritis.

Manufacturer narrative:
Investigation pending.